Event description:
The facility reported the blade is broken.

Manufacturer narrative:
Eval summary: immediate visible damage, tip is chipped. Failure confirmed. Safety alert notice (B)(4) issued to all customers on 5/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.